Manufacturer narrative:
The initial reporter placed an expired implant.

Event description:
The clinician reported that almost 1 month after the dental implant was placed in ada site 19 in the patient's mouth, the implant did not achieve osseointegration. The clinician noted the implant's mobility in this patient with excellent oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.